Event description:
One discordant result when compared to pcr. The sofia resulted negative and pcr was positive. The sample was obtained from mainly asymptomatic patients as part of a verification study.

Manufacturer narrative:
Investigation summary: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.